Event description:
It was reported that during the deployment o the vascular stent, the stent got stuck inside the delivery system after being deployed one third. No further info was provided.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr, part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received for the lot number. The eval of the returned device confirmed the partial release of the stent. A force transmitting component of the delivery system was found to be broken which caused that the stent could not be released any further. A guide wire was found to be stuck inside the system. Increased friction between the moving parts was considered the reason for the increased deployment force and the subsequent breakage of the force transmitting component. Increased release force was also considered the reason for the guide wire blockage. Potential factors that may have led or contributed to the event have been evaluated. A difficult pt anatomy or challenging placement site may result in high friction during the attempt to deploy the stent. In this case, no info as to the placement site, vessel anatomy or any procedural details have been provided. The blockage of the guide wire was considered a consequence of the increased release force. There is no indication for a manufacturing-related cause. A definite root cause for the reported event could not be determined.